Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report #2183959-2012-00456. The pt was implanted with an ams infast sling on (B)(6) 2003 to treat her cystocele and continuing stress urinary incontinence. It was reported that as a result the pt has 'experienced significant mental and physical pain and suffering, has sustained permanent injury and bodily impairment, will undergo corrective surgery or surgeries and other damages."